Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) pump was thoroughly inspected and analyzed. Visual and microscopic analysis noted the tubing was cut down to the pump block; no tubing was returned for analysis. The pump passed leak testing but did not pass the activation tests. Analysis confirmed the reported event. Based on all available evidence, boston scientific concludes the most likely cause of the event can be traced to component failure. B3: estimated as two weeks prior to explant.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that did not work properly. The physician inspected the device and determined that the pump dimpled when it was pressed. Two weeks later, the patient underwent surgical intervention to replace the pump. There were no patient complications reported.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that did not work properly. The physician inspected the device and determined that the pump dimpled when it was pressed. Two weeks later, the patient underwent surgical intervention to replace the pump. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. B3: estimated as two weeks prior to explant.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) pump was thoroughly inspected and analyzed. Visual and microscopic analysis noted the tubing was cut down to the pump block; no tubing was returned for analysis. The pump passed leak testing but did not pass functional testing due to failed activation and valve state tests. Analysis confirmed the reported event. Based on all available evidence, boston scientific concludes the most likely cause of the event can be traced to component failure. B3: estimated as two weeks prior to explant.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that did not work properly. The physician inspected the device and determined that the pump dimpled when it was pressed. Two weeks later, the patient underwent surgical intervention to replace the pump. There were no patient complications reported.